Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box download verified power events following low and replace battery alarms. The battery cap returned with the pump was found to be stripped and would not fully tighten to the pump causing the pump to lose power. A test battery cap was inserted and the pump was exercised for 24 hours without power loss. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The patient claimed that the animas pump has an intermittent power issue. There was no product misuse. The battery cap and compartment was not damaged. The battery compartment was corrosion free. The battery was replaced but the issue was not resolved with training. The product was sent back for investigation. The patient was advised to go on the backup plan. There was no report of any patient impact associated with the complaint. This complaint is being reported as a malfunction due to the power issue.